Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported she did not get values for 2 hours but does not remember an error message as it happened at night. Patient reports she was woken up about 3 or 4 am by her rcvr (high glucose alert), values returned from then on. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.